Manufacturer narrative:
Event date was not made available through this survey e. Hospital details and healthcare professionals information not made available through this survey. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a post market clinical follow-up (pmcf) survey that following use of the cryocath and cryoflex probes at an unspecified time the patients experienced the following events, heart rhythm disturbances, pericarditis, reoperation and conduction disturbances. A pacemaker was required as treatment. No further information is available.